Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient also experienced bilateral gel bleed, and the patient¿s capsular contracture was baker grade IV. The patient had undergone explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with two smooth mentor memorygel breast implants (250cc on right, 200cc on left) has experienced postoperative bilateral capsular contracture (unknown grade). Patient reported implants are hardening and becoming increasingly uncomfortable over time. As a result, the patient is scheduled to undergo explantation without replacement on (B)(6) 2020. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On (B)(6) 2020, after secondary review of the file, mentor became aware that a conclusion code (4315 ¿ cause not established) was omitted. Entry field h6 has been updated. Manufacturer¿s reference number: (B)(4).